Event description:
The customer reported that the t:slim x2 pump battery would not charge even after attempting to charge it with the tandem charging cable and wall adapter for 30 minutes. There was no adverse impact to the customer's blood glucose level due to this issue. To resolve the problem, cts sent replacement charging supplies, and the customer was able to charge the pump successfully using these new supplies. The issue did not lead to a pump shutdown or inability to turn the pump back on, and no further assistance was required.